Event description:
New information was received that this event is a duplicate to a previously reported complaint. Complaint is a duplicate to (B)(4) and reported in medwatch 0001032347-2020-00082.

Manufacturer narrative:
Complaint is a duplicate to (B)(4) and reported in medwatch 0001032347-2020-00082.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the instrument fractured during surgery. The procedure was completed with a back-up instrument. No adverse events were reported as a result of the malfunction.